Event description:
The customer alleged that the 840 ventilator stopped cycling while in use on a patient. There was no patient harm or injury reported. The nellcor puritan bennett customer support engineer (cse) inspected the device and could not duplicate the alleged event. The unit passed extended self testing. No parts were replaced. It is not verified that any alleged malfunction occurred.